Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening while locked. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The clip grasped the leaflets and the lock line was removed; however, it was noted that the clip opened slightly, approximately 15 degrees. The clip was re-closed and deployed. After clip deployment, it was noted that the clip opened again, about 15 degrees. It was noted that the clip remained stable on the leaflet and no additional intervention was performed. Mr was reduced to grade 3-1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4). Device coding: 2017 - failure to follow steps. Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported mechanical issue appears to be due to the reported improper or incorrect procedure or method as the clip was locked while lowering the gripper arms during final clip system positioning. It should be noted that, per mitraclip ntr/xtr system instructions for use, the clip is supposed to be locked after lowering the gripper. There is no indication of a product quality issue with respect to manufacture, design or labeling.